Manufacturer narrative:
H6: investigation summary: eleven photos were received by our quality team for evaluation. From the photos, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is mechanism control to check the stopper leakage. However, as there are no sample returned, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 3 bd plastipak¿ luer-lok¿ syringes leaked blood when aspirating it after the flush. The following information was provided by the initial reporter: "following flush, nurse aspirated blood return and noted that blood was leaking out around the black stopper of syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ luer-lok¿ syringes leaked blood when aspirating it after the flush. The following information was provided by the initial reporter: "following flush, nurse aspirated blood return and noted that blood was leaking out around the black stopper of syringe".